Manufacturer narrative:
Daughter reported that the patient had been hospitalized with hypoglycemia. The daughter provided limited information on this hospitalization and it is estimated to have occurred between the hospitalization on (B)(6) 2017 - (B)(6) 2018. Patient had previously reported (in (B)(6) 2017) that he was diagnosed with lung and brain mass no further information was provided. There is no alleged malfunction of the device. Root cause cannot be determined with the information provided.

Event description:
Daughter reported that the patient had been hospitalized with hypoglycemia. The daughter provided limited information on this hospitalization and it is estimated to have occurred between the hospitalization on (B)(6) 2017- (B)(6) 2018. Patient had previously reported that he was diagnosed with lung and brain mass no further information was provided.

Manufacturer narrative:
Initial reporter corrected - daughter of patient. Health professional - no checked. Occupation: non healthcare professional. Date rec'd by MFR: date provided. Type of report: follow up #1. If follow up, what type?: correction checked.